Event description:
It was reported that a surgeon feels the vitality driver was not calibrated correctly, and did not output enough torque on the closure tops during surgery. There have been no reported patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a surgeon feels the vitality driver was not calibrated correctly, and did not output enough torque on the closure tops during surgery. There have been no reported patient impacts.

Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the device was returned to the supplier for evaluation. The supplier tested the device and found that it was within calibration specifications. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined since the returned device was found to function as expected. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.